Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tip cover melted on the 25khz spetzler baracuda tip during a spinal tumor removal procedure. A second tip cover was placed, which also melted. A third tip cover was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the tip cover melted on the 25khz spetzler barracuda tip during a spinal tumor removal procedure. A second tip cover was placed, which also melted. A third tip cover was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event a melted tip sleeve was confirmed through visual inspection. Based on a review of the device instructions for use, lack of irrigation to the tip may cause or contribute to heat resulting in a melted tip, this was confirmed by the customer. The device was scrapped at the manufacturer.